Manufacturer narrative:
Correction h10: additional information provided by the hospital medical records clarified the sapien (B)(4) valve was explanted due to endocarditis. There was a vegetation observed on one of the leaflets. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, one year and nine months post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a 25mm surgical valve.